Manufacturer narrative:
B3: september is the right month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a detached downstream occlusion (dso) seal and scratched lens. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a scratched lens, and a detached and delaminated dso seal. The customer reported issue was confirmed. The cause of the issue was the detached and delaminated dso seal. The dso seal and lcd lens were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.